Event description:
It was reported that the ventricular defibrillation lead dislodged. It was also reported that repositioning the lead was attempted but the helix would not work properly. The lead was removed and replaced. No further patient complications have been reported in relation to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the right ventricular lead dislodged. It was also reported that repositioning the lead was attempted but the helix would not work properly. The lead was removed and replaced. No patient complications have been reported in relation to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix disengaged from helical channel. The distal conductor has blood/body fluid (not obstructed); there is blood in/on the helix mechanism (sleeve head) and a tip seal observation. The helix will not extend due to being over retracted. Full lead returned and analyzed.

Event description:
It was reported that the right ventricular lead dislodged. It was also reported that repositioning the lead was attempted but the helix would not work properly. The lead was removed and replaced. No patient complications have been reported in relation to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix disengaged from helical channel. The distal conductor has blood/body fluid (not obstructed), there is blood in/on the helix mechanism (sleeve head) and a tip seal observation. The helix will not extend due to being over retracted. Full lead returned and analyzed.